Event description:
Event description guidant received information that at the implant procedure this atrial lead was not implanted due to no capture, or an inability to visualize the p waves. Multiple attempts were made to reposition the lead.